Event description:
This complaint is from a literature source: pennock h, rai a, jeavons r, liow r, hine r, tindall e. Glenoid augmentation with humeral head autograft in reverse shoulder arthroplasty: a retrospective study of an innovative technique. Cureus. 2026 jan 3;18(1): e100706. Doi: 10.7759/cureus.100706. Pmid: 41635388; pmcid: pmc12863708. Objective/methods/study data: this retrospective study described a new innovative technique when using humeral head autograft for glenoid bone loss in reverse shoulder arthroplasty. Between 2017 to 2024, a total of 24 patients who underwent glenoid augmentation using humeral head autografts for reverse shoulder arthroplasty. The majority (75%) of the patients were females (18 females, six males), and the mean age of the cohort was 75.4 years (52.4-89.3 years). The deltoid-splitting mckenzie approach was used in all patients. The delta xtend reverse shoulder system (depuy) was used in all patients. The average duration of follow-up was 48.8 months (9.5-92.1 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: delta xtend reverse shoulder system (depuy). Adverse event(s) and provided interventions possibly associated with unk shoulder construct delta xtend (qty 2). -(n=1) one patient with failed graft incorporation had a fall in the immediate postoperative period, no required revision surgery. -(n=1) patient had a calcar fracture in the humerus intraoperative, no required revision surgery.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available. H3, h6: investigation summary. No device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.